Event description:
During outpatient procedure to revascularize the femoral artery due to stenosis, an approximately 10cm piece of plain balloon sheared off on a kinked wire in plaque in the superior femoral artery. The distal end was trapped against the wall with drug eluting stents. The piece was removed in surgery on (B)(6) 2016. Ref MFR# 2134265-2016-01028.